Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The target lesion was in the bifurcated, de novo, proximal circumflex with 60% tortuosity, moderate calcification and 80% stenosis. No patient injuries or complications were reported. However, the returned product confirmed that there was a shaft fracture.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned device was consistent with the complaint incident. The device was returned for analysis in two sections, as a result of a break that occurred in the hypotube. The break was measured at approximately 21.5cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. Visual and microscopic examination of the stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and, no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, and was not subjected to any positive pressure. A review of the manufacturing documentation for this batch found that the device met specifications at the time of release to distribution. The most probable root cause of this event is operational context.